Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient left the cap off during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused fungal peritonitis. The patient was not hospitalized for this event. The patient was treated with fluconazole (200mg, by mouth, daily for two weeks), flucytosine (two capsules, by mouth, daily for two weeks) and vancomycin (20mg/kg, ip, every three days for three weeks). A day after the onset of peritonitis, the patient's pd catheter was removed and replaced. At the time of this report, the patient was fully recovered from peritonitis. The pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.